Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that two different patients with the same last name had a period of time where their clinical data was mixed/swapped. No patient harm was reported.